Event description:
Additional information was obtained, revealing that the patient symptoms resolved on their own.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: the event date is not estimated.

Event description:
It was reported that the patient experienced paresis and numbness during a paddle lead implant procedure. As a result, the surgical procedure was abandoned.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.